Manufacturer narrative:
Investigation summary: bd received two 20ml syringes still in their sealed blister packs from lot 8054584 for evaluation. Our quality engineer visually inspected the returned samples and determined that there was dark material on the inner surface of the packaging. The dark material appeared to have been grease from the manufacturing process. The samples were then sent for ftir spectral analysis and it determined that the material had components similar to calcium carbonate. Based off of the visual inspection and the spectral analysis the engineer was able to verify the reported issue of foreign matter. The engineer also determined that this was most likely caused during maintenance on the packaging machine when some grease from the machine dripped onto packages below the work area. Normally the machine was emptied before any maintenance was performed. A quality alert has been issued to the department to remind the mechanics that the machine needs to be emptied of all product prior to performing any maintenance. A review of the device history record revealed zero defects found during production. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported with the use of the bd¿ syringe with bd luer-lok¿ tip there was an issue with foreign matter. There was no report of injury or further medical intervention.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd¿ syringe with bd luer-lok¿ tip there was an issue with foreign matter. There was no report of injury or further medical intervention.

Manufacturer narrative:
Correction: due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacturer: yes.

Event description:
It was reported with the use of the bd¿ syringe with bd luer-lok¿ tip there was an issue with foreign matter. There was no report of injury or further medical intervention.